Manufacturer narrative:
It was reported from the site that the patient was seen in heart failure clinic for routine follow-up visit. The patient was instructed to hold his warfarin that night. The patient was told that he would be admitted the next day for blood transfusion and an endoscopy. The following day the patient was admitted and received two units lrbc's. The patient was discharged home in stable condition with no further bleeding. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. No (B)(4) - hospitalization. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016, the patient was seen in heart failure clinic for routine follow-up visit. Labs were done and it was noted that the patient had a hct of 22.8 and hgb of 7.2. The patient was instructed to hold his warfarin that night. The patient was told that he would be admitted the next day on (B)(6) 2016 for blood transfusion and an endoscopy. On (B)(6) 2016, the patient was admitted and received two units prbc's. On (B)(6) 2016, the patient was discharged home in stable condition with no further bleeding. No additional information available.